Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro was not cauterizing while outside the leg during the pre-test. A replacement hemopro unit and cable were used to complete the procedure. The hosp did not report any pt effects. The product is not returning.